Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 340 mg/dl at the time of incident. Insulin pump able to rewind and also customer has able to pass rewind and 5.0-unit prime. The customer reported that the no delivery alarm was not resolved customer assisted with advice with change infusion set. The infusion set will not be returned for analysis.